Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33101. Related manufacturer reference number: 1627487-2020-33102. It was reported that the patient was experiencing post-op surgical pain and light numbness in the upper thigh. The patient was hospitalized and CT scans showed no adverse findings. As a result, the physician removed the patient's leads.